Event description:
Information was received from a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that they just finished magnetic resonance imaging (MRI) and did not hear the 'jingle' indicating the pump was turned back on 'and running' before they leave the facility. The patient stated they spoke with medtronic representative and was told to call the patient services to see if there was another medtronic representative in rush hospital in chicago area that could come and check the pump. When the agent inquired about managing physician post-MRI interrogation, the patient mentioned they saw their pump doctor yesterday for a pump refill and they talked about the issue, and was told since the doctor was 50 miles from them, that they should meet with a medtronic rep. The agent emailed the field for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.